Event description:
It was reported that a left revision surgery was performed due to arthrofibrosis.

Manufacturer narrative:
It was reported that a revision surgery was performed due to arthrofibrosis. The associated legion ps high flexion insert was not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.